Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with mtx surface (B)(4) was returned for investigation. Visual inspection of the returned product identified a fractured collar. There was presence of bone residue around the external threads of the implant due to usage. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured and was removed. The reported complaint was confirmed through visual inspection. The implant collar was fractured. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Lot number unknown / not provided. First/given name, last name and email address not unknown / not provided. PMA/510(k) number: k013227.

Event description:
It was reported that the implant fractured at the head. The implant was subsequently removed.